Event description:
It was reported that when unloading the patient the paramedic went to catch cot and injured their lower back. The patient was not harmed during this event. The caregiver sustained a back strain as a result of the event and went through physical therapy treatment for the back strain, which included dry needling.